Event description:
The caller reported that the insulin pump unexpectedly displayed a reset screen and the screen went blank without any blinking led, occurring within the past month. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support informed the caller that the pump reset is a built-in safety feature, where certain settings are reset and the customer must reload the cartridge and restart sessions. The customer understood the explanation and successfully resumed insulin use.